Event description:
In 2007, the patient stated that she observed an e8 (power interrupt) error on her infusion device while she was attempting to deliver a bolus of insulin to address an elevated blood glucose value of 317 mg/dl. She reported her target blood glucose range to be in the "low 200's (mg/dl)." She stated that after observing the e8 error code, she observed that a bubble formed in her insulin cartridge. She stated that the bubble was not present prior to her observation of the e8 error. During troubleshooting with a company representative, she stated that she inserts cartridges containing cold insulin into her infusion device. She was educated regarding the importance of allowing insulin to warm to room temperature prior to use in the infusion device. At that time, she chose not to engage in more detailed troubleshooting of the infusion device as it related to her blood glucose concerns. One day later, she reported experiencing additional infusion device errors. She stated that she observed two e4 (occlusion) errors. At that time, her blood glucose values elevated to the "300-400's (mg/dl)" although she was bolusing insulin. She believed her infusion device was not delivering insulin properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.